Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the user plugged in a new level sensor and then he could not get it back out. The device was not changed out, as the customer was able to use it for case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.